Manufacturer narrative:
Involved product has been discarded therefore is not available for identification and analysis. No review of manufacturing records can be performed since lot number is unknown. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
Revision surgery was performed on (B)(6) 2026 because surgeon suspected infection of the hip prosthesis. Previous surgery is unknown, as well as complete product information of the assembly. During revision the femoral head #l dia40mm (pn 5010.42.403) has been replaced. Surgery has been completed as intended. Patient is male, date of birth (B)(6) 1969. The event occurred in the united states.